Event description:
It was reported that the patient underwent a revision surgery approximately 13 months post implantation due to a broken hinge pin and post. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: 00588001601 - left size f cemented option femoral component - 66991297. 00588000600 - size 6 precoat cemented tibial component - 66662556. 00599003623 - femoral augment - 63661678. 00598801013 - 13mm diameter 100mm length straight stem extension combined length 145mm - 66577097. 00598801713 - 13mm diameter 30mm length cemented stem extension combined length 75mm - 66723001. 00599003610 - distal femoral augment block precoat - 63325201. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.